Event description:
It was reported that during a lobectomy procedure, the device could not be released after closing tissue. It occurred before the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.